Event description:
On the return phase of cycle #1, donor valve failed to open. Tubing was enlarged from bowl port to donor valve. Blood in tubing was black in color. Donor was disconnected from machine. No other abnormalities with the bowl or the tubing were found. No error messages occurred during the process. After leaving the center, donor called to report blood in his urine and mild upper abdominal pain. On 7/10/97, donor reported urine had cleared and he was experiencing no further pain.